Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found a tear in the exposed portion of the soft cannula, just past the formed needle. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. No damages or defects were noted to the formed needle or soft cannula that may cause pain. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients blood glucose levels reached 379 mg/dl while wearing the pod for less than 1 hour on the arm. Patient said they felt burning and pain.